Manufacturer narrative:
Additional mdrs related to this event: 3025141-2016-00213: driver.

Event description:
While implanting an acu-loc plate, the driver tip broke off in one of the screw heads. The driver tip was left in the screw head in the patient. In a follow-up post op x-ray, it was determined that the driver tip has separated from the screw. The driver tip was subsequently explanted.